Event description:
A male underwent aaa repair in 2008. The physician had difficulty releasing the black trigger wire of the flex main body but it did finally let go (1820334-2008-00698). After that, the physician was removing the top cap and it got caught on the suprarenal stent and bent the bare stents. He was able to fix one of the stray stents with a balloon but was still left with one sitting in the lumen of the aorta. This caused the fabric to pull away from the wall causing a type I endoleak. The physician attempted to solve the problem by placing a main body extension. The type I endoleak remained.

Manufacturer narrative:
Each zenith device is shipped with instruction for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. A physician reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from this failure mode. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine with certainty why the difficulty was encountered. However, the appropriate individuals have been notified and we will continue to monitor for similar events.